Event description:
It was reported while plating a mandibular fracture, the screw was seated and the dr tried to tighten it further, which resulted in the head of a screw breaking off, while the shaft of the screw remains in the pt.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. "Intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws." If additional info is obtained that adds value to the relevant content of this report, a follow-up report will be sent.